Event description:
It was reported that the 0 degrees endoscope plus was found to be foggy, lens may be messed up. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported damage or missing material was identified prior to the start of the procedure. No fragments were reported to have fallen into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and was visually inspected and found with moisture on inside housing. During inspection of the endoscope distal lens has fluid intrusion. Fa found additional observations that were not reported and are not related to the customer complaint: the endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Component has a broken or detached piece in a location that could potentially fall into the patient. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector exhibited mechanical damage such as scratch marks/indentations at cable connector proximal end. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The complaint was confirmed by failure analysis. The probable root cause is attributed to a combination of physical damage, creating an entry point for fluid, and improper reprocessing inconsistent with the labeling, causing fluid intrusion inside the endoscope. This combination can ultimately lead to damaged electrical and mechanical components. Physical damage may occur during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.